Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (cts) however customer was unable to complete the check. Customer declined follow up from tandem technical support (cts). There was no reported adverse impact. No additional information was provided.